Event description:
Allegedly revised due to pain.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00485, 00486, 00487.